Event description:
Customer reported that the cartridge was not fitting properly on the pump and had difficulty inserting and removing it. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support advised the customer to inspect and clean the pump's pneumatic tap area, and attempt using a new cartridge. Despite these efforts, the customer could not load a new cartridge and resumed insulin therapy using multiple daily injections.